Event description:
It was reported that the ventilator did not ventilate in pressure control mode. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. According to the test log, successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date d1 - brand name previous brand name: servo-u, corrected brand name: base unit servo-u. D4 - version or model # previous version or model #: servo-u, corrected version or model #: 6694800. D4 - unique identifier (UDI)#: previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4). H4 manufacture date: previous manufacture date: 09/05/2019. Corrected manufacture date: 08/29/2019.